Manufacturer narrative:
The investigation for the reported ventricular tachycardia has been completed. The impella device was not received from the customer. However, clinical details provided were sufficient to determine a root cause. The cause of the ventricular tachycardia (vt) was use related and related to the positioning of the device against the septal wall. This report is being filed as part of a retrospective review of historical records.

Event description:
The us complainant had enrolled a patient in the protect IV study in 10/2022. Later in 5/2023 the study documentation noted ventricular tachycardia (vt) that was "likely" due to the use of the impella, placed in the left ventricle for support of the high-risk percutaneous coronary intervention. The support proceeded despite the vt for over 2 hours till explant. The physician had described the vt as septal vt. Patient survived the procedure.